Event description:
The affiliate reported the customer alleged erroneously elevated creatinine result, for one patient, involving the au2700 chemistry analyzer. The post-operative sample produced an initial result of 231 mmol/l. On (B)(6) 2012, subsequent analysis of the same sample, on an alternate au5400 system, recovered a lower result of 72 mmol/l. The laboratory has a standard protocol to flag and investigate if a patient sample has a normal urea and an elevated creatinine result. However, the elevated result was released out of the laboratory. There was no report of patient consequence or change in patient treatment associated with this event. The customer supplied beckman coulter with the patient's sample for further analysis. Beckman coulter field service engineer (fse) was dispatched to evaluate the instrument.

Manufacturer narrative:
The field service engineer (fse) evaluated the instrument at the facility. There was no evidence of a cuvette overflow. The instrument was in normal operation. On (B)(4) 2012, beckman coulter customer product line support (cpls) laboratory analyzed the customer-supplied patient sample. Cpls performed a successful system calibration and quality control (qc) passed within specification prior to the sample analysis. The supplied patient sample was analyzed with reagent lot #3253 and produced results of 76.79 and 75.58 mmol/l. Additionally, the patient sample was analyzed with reagent lot #2935 and produced results of 77.80 and 79.02 mmol/l. Cpls noted the sample was clear with the presence of fibrin. On (B)(4) 2012, the reaction monitors were examined by beckman coulter subject matter experts (smes). These abnormal reaction monitors had an absorption spike at measuring point mp24 which had caused the incorrect result. It was determined this type of interference would be consistent with the presence of a foreign body in the cuvette, such as fibrin. The customer indicated the patient sample was collected in becton dickinson (bd) vacutainer and centrifuged for ten minutes. A definitive cause of the event is unknown. Beckman coulter, inc. Continues to track and trend any incident related to this issue.